Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. This medwatch will cover the unknown strip 36888221. Refer to the medwatch with patient identifier (B)(6) for information on the unknown strip lot. The customer stated all the meter results were completed around 5:15 am and all the laboratory testing was completed between 8:15 - 8:30 am. On (B)(6) 2018 at 5:21 the meter result was 5.0 inr and the laboratory result was 3.3 inr. The strip lot used for the aforementioned meter result was unknown. On (B)(6) 2019 at 5:12 am the meter result was 5.0 inr and the laboratory result was 3.6 inr. The strip lot used for the aforementioned meter result was 36888221. The customer's therapeutic range is 2.5 - 3.5 inr. The customer's coumadin dosage was adjusted based on the laboratory results. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, no changes in diet, no signs of bleeding or bruising that required medical treatment. The customer is on an antibiotic. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr). The customer was unsure if the blood sample was applied to the test strips within 15 seconds after lancing their finger. The customer's meter and test strips were returned. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned test strips were measured with the returned/ retention meter with liquid qc of a high level / with two human blood samples from marcumar donors on internal reference meter. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.3 inr, qc 3: 2.4 inr. The investigation of the customer material in comparison to retention material and comparable masterlot test strips did not show abnormalities. The investigation did not identify a product problem. The cause of the event could not be determined.